Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet bionic pancreas experienced a cracked, unresponsive touchscreen while carried in a pocket with keys, resulting in difficulty using the device; the device component involved was the touchscreen, and the problem was characterized as a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with physical damage to the touchscreen leading to fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.